Event description:
Customer reported being hospitalized due to a low blood glucose level. Blood glucose level was 20 mg/dl at the time that paramedics responded. Customer reported that he was behind the wheel of his car when the diabetic episode occurred, but was not involved in a vehicular accident. Customer stated that he believed the cause of the low blood glucose level was that he input the sensor glucose value for bolus calculation, rather than the blood glucose value. Customer also reported that the insulin pump had recently been exposed to a strong magnetic field. Blood glucose level was 290 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
This report is provided because our original medwatch form was submitted before the device evaluation was complete. The additional information will be provided in this section. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with minor scratched lcd window.(B)(4).